Event description:
The pt was having a power port inserted in the operating room. It was placed in the left subclavian. The pt sustained a perforation through the right atrium of the heart. The pt underwent an immediate pericardial tap and then after sent to a (B)(6) hospital, required a thoracotomy for stabilization.